Manufacturer narrative:
No issue was observed during functional evaluation of the thermogard console (sn (B)(4)) performed onsite. The console functioned as intended without issue and the report of a tcmid01 (pump failed) error message was not reproduced. Review of the event log revealed three tcmid01 (pump failed) error messages occurred on (B)(6) 2015 and not on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint. The thermogard console with serial number (B)(4) was serviced on (B)(6) 2015 ((B)(4)) for a vexta motor kit replacement. The thermogard console is a reusable device and was manufactured on 2012. It has exceeded its expected service life of five years. Although the reported complaint was not confirmed through this evaluation, as a precautionary measure, the lower I/o pc board was replaced. The console was further tested including the calibration test and passed all final testing criteria without any issue observed.

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a tcmid01 (pump failed) error message. No known impact or patient consequence was reported. No further information was provided.